Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during fentanyl therapy at the critical care unit. It was noted during the pump check that the current vial of fentanyl that was supposed to be infusing was completely full; however, drops were not falling in the drip chamber. Additionally, the volume to be infused (vtbi) on the pump read 60ml even though the fentanyl bottle contains only 50ml. This vial was also noted to have a filter needle stuck into it's opening. At this point, the label on the fentanyl vial was then discovered to be hanging behind the current one in the lockbox. The label on this vial indicated that it was placed there that day. At this time it was clear that the patient had not been receiving the fentanyl infusion. The registered nurse wasted the vial of fentanyl from day before and placed the vial, tubing and pump into a bag for review. The vial of the fentanyl from the reported event day was hung with new tubing and placed on a new pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.